Manufacturer narrative:
The complainant was unable to provide the suspect device and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 4 single-use biopsy forceps was used during a gastroscopy procedure. According to the complainant, after passing the device through the endoscope, the jaws opened normally but would not close again. The device was removed from the patient along with the endoscope. The physical then cut the distal end of the forceps and removed the device from the scope. The procedure was successfully completed with another radial jaw device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details became available, a supplemental report will be submitted.